Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during open hepatectomy while being applied on the blood vessel, the clip was able to be loaded without any problems at the first firing, but it was not able to be loaded at the second firing. To resolve the issue, another device was used by the surgeon to complete the procedure. There was no patient injury.